Event description:
It was reported that during a laparoscopic vertical gastroplasty, procedure, when 10 mm diameter trocar had been replaced with a 12 mm diameter trocar for linear stapler input, a trauma of the main vessel had occurred as a result of failure of a spring inside of disposable mechanism, which caused the trocar stylet to get fixed in the open position with open blade that caused damage of the aorta. The patient expired.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please confirm that an armed 12mm dilating tip trocar was placed in the incision of the previously place 10mm trocar. Confirmed. What are the product codes of the products used? D12lt. How was the patient positioned? The patient was in fowler¿s position (the head of bed was elevated). Which direction was the trocar aimed? The trocar was inserted perpendicularly in the right part of mesogastrium (right lumbar region) in the right midclavicular line. Was the trocar placed under visualization? N/a. Was it the primary surgeon that placed trocar or an assistant? The surgeon. What is the bmi of the patient? (B)(6). Is the device available to be returned? The trocar was utilized in accordance with the instructions.